Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing thresholds. The patient experienced syncope, fainting and loss of consciousness. Another rv lead was successfully used as a replacement. This rv lead has not been returned for analysis. No additional adverse patient effects were reported.